Manufacturer narrative:
This is a supplemental report to provide additional information. There were some scratches on the probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1)when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2)this caused scratched the probe. 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4)the probe broke when added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The probe was broken off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a procedure using the subject device, an error occurred several times (4 or 5 times), and the blade broke (split). The device was replaced, which resulted in a loss of time during the procedure. However, there were no consequences for the patient. There was no patient injury reported.